Event description:
It was reported that a physician attempted arteriotomy closure with the perclose device after a diagnostic procedure in the cfa. An attempt was made to cinch the knot; however, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. The pt was transferred to recovery; however, within one hr the pt was complaining of right leg pain. The pt was taken back to the lab and an angio revealed a clot in the sfa as well as diminished distal pulses. A thrombectomy was performed successfully. The pt was discharged back to recovery. Clinical opinion suggests that the thrombus is not related to the device, but related to the manual compression. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.